Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the prograsp forceps instrument from the hospital in a damaged condition. No information concerning the defect(s) was provided to isi. Additional information was requested, but no additional information was provided.

Manufacturer narrative:
Failure analysis investigation of the returned instrument found that the pitch cable was frayed at the proximal clevis hub. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.